Event description:
In 2009, the pt reported that her infusion device sounds louder than it used to. She compared the primary infusion device to the backup device and she stated it was much louder. She was asked to check the volume settings on both the primary and backup infusion devices and she became frustrated and disconnected the call. She did not specify what about the infusion device was louder, the beep volume or the motor. She also reported experiencing elevated blood glucose. Further attempts to f/u with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.